Event description:
The account alleged that the bed does not have a local alarm for the bed exit. The account stated that there were no injuries.

Manufacturer narrative:
The account replaced the external bed exit buzzer alarm to resolve the alleged issue.